Event description:
Caller states that, the pt tested 3.8 inr and 2.6 inr on the same device while performing duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Add'l strip info that produced 2.6 inr result: 397a, 2/28/08.